Manufacturer narrative:
Date of event: unknown, an exact date was not provided but it was reported that the symptoms started around a week after surgery (surgery date (B)(6) 2018). If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. Initial reporter's phone number: (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of a symfony intraocular lens (+23.5 diopter) into the left eye, the patient experienced negative dysphotopsia and an arc in his peripheral vision. Reportedly, the lens and vision is functioning fine for the patient. Additional information was received and it was learnt that the patient did not have any pre-existing medical conditions and the symptoms started around the first week after surgery. Reportedly, the outcome of the surgery does not significantly affect the patient¿s ability to complete daily tasks. He is to able drive but he notices a blur outer visual field on the left hand side. The surgeon prescribed him alphagan and pilocarpine 2% to try to see if the symptoms are pupil size dependent or not. No surgical intervention performed or planned at present as patient commented that he has improved over the last few months. The patient is also reluctant to have laser correction. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.